Manufacturer narrative:
The product was returned. Interrogation and visual inspections were normal. Analysis found that the device was received with battery voltage above elective replacement indicator (eri) level.

Event description:
It was reported that the patient presented to the hospital with implantable cardiac defibrillator (ICD) visibly eroding through the skin. The ICD was explanted and replaced. The patient was stable throughout.